Manufacturer narrative:
Device not returned.

Event description:
It was reported that the xcm biologic tissue matrix was used to reconstruct the anterolateral thoracic wall and was covered with a myocutaneous latissimus dorsi muscle flap. The thoracic wall resection was due to chronic osteomyelitis of the thoracic wall after radiogenic damage. There was a local infection with a need for re-operation. During the revision, after detachment of the vital and well-perfused muscle flap, the membrane was completely decomposed and there was a direct view of the lungs and other intra-thoracic organs. For discussion is whether the implant is not explicitly declared as contraindicated in case of possible infection. The implant was used because it is a biologic and should be considered less susceptible to infection. This complaint involves 1 device.